Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched on related field service order to the customer site to further investigate the reported event. The fse completed friction testing on all universal surgical manipulators (usm) without issue. The fse also reviewed the video from the sales representative that showed that the user appeared to be driving the instrument down the (usm) axis before the instrument fully engaged. The system was tested and verified as ready for use. The complaint was not confirmed based on the fse evaluation. A review of the system logs for system ID associated with this event has been performed and no system related errors were noted. A review of the data indicates that there was an instance of the cautery cable being plugged in while the instrument was installed on the system. The da vinci 5 surgical system user manual (555500-04, rev a) was reviewed, which includes the following excerpt in guided tool change section: - to avoid tissue injury, do not use excessive force while inserting an instrument during guided tool change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. Upon conducting universal surgical manipulator (usm) friction tests, no errors or faults occurred. The fse did not encounter issues and the system reportedly performed as expected. The fse was unable to reproduce the customer reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, an instrument that was engaged on universal surgical manipulator (usm), moved forward unintentionally and punctured the liver while the customer was installing an energy cord on the instrument. The customer indicated that there was very little force used when attaching the energy cord to the instrument. The liver was then cauterized to control the bleeding. The estimated blood loss is unknown. It is also unknown if any further intervention was required. The procedure was completed robotically with no further complications. The patient is reported to be recovering well.